Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were not used to confirm the leak. Estimated blood loss was 300cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. Sample is available for MFR eval and has been requested.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The dialyzer was returned without the prepackaging pouch. The fmcna adapter and blood port caps were returned. The fiber bundle was returned wet with evidence of blood exposure. Gross visual examination of the sample noted a polyurethane delamination on the cavity ID end of the dialyzer. The delamination was identified as a separation of the polyurethane (potting material) from the dialyzer housing (wall). The delamination extended under the silicone o-ring. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.